Event description:
No new information.

Manufacturer narrative:
Further information was not able to be provided by the user facility and this event could not be confirmed.

Event description:
It was alleged that the beds gives a lot of shock. No adverse consequence or clinically relevant delay in treatment was reported.